Event description:
It was reported that during surgery the electrocardiogram (ECG) monitor indicated that the pacing interval was longer than the programmed value. It is thought that the implantable pulse generator (ipg) may have been affected by noise due to electrical magnetic interference (emi) from electrocautery. The device was reprogrammed and remains in use. It was also reported that the intraoperative ECG data from the device was not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).